Event description:
It was reported the device had no output and no telemetry when interrogated. Patient chest pain was reported. It was also noted the patient did not come in for follow-up. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal.

Event description:
It was reported the device had no output and no telemetry when interrogated. Patient chest pain was reported. It was also noted the patient did not come in for follow-up. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.